Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that review of the telemetry strip showed abnormal sensed r-wave morphology. The r-wave appeared to be sensed twice in the rv, with the second signal being larger than the first. The lead was capped and replaced.